Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information provided: note: stapler 75 reprocessed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it confirmed that the stapler had been reprocessed? If so, how? Had the reloads been reprocessed (opened and unused reloads reprocessed)? Were there any issues noted with staple formation at any point throughout the care of the patient? How long after the surgical procedure was the leak identified? What is the current status of the patient? Are the reloads or the stapler used available for return? What is the current status of the patient?

Event description:
It was reported that following a partial gastrectomy, fistula in the clamp line in the duodenum with linear 75. Surgical re-intervention. Increased hospitalization time. Antibiotic exchange. Action taken was washing the abdominal cavity with saline solution. Suture on stapler line with prolene 3.0.